Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism deployed. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. It could not be determined when the needle got deployed. The download data could not be retrieved because of the corrosion in the pod. It could not be determined how many pulses the pod has delivered. The cause of the reported failure of cannula to deploy could not be determined. Cracked housing was found along with the corrosion inside the pod. No internal leakage sources were found. Soft cannula was found to be stretched out and a hole was found on the soft cannula caused by the formed needle. It cannot be determined when this damage has occurred.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
The mother of a patient reports while her son was wearing a pod between 4 and 24 hours the cannula did not deploy.